Event description:
Patient had tpn and lipids due to be administered. Approximately 30 mins later, patient alerted rn that IV was possibly leaking. Rn discovered that the tpn tubing filter was the site of the leak. Tpn and lipids were stopped, and doctor was notified. Doctor ordered to run d5,1/2ns,20k at 125ml/hr, per the patient's day time dose (patient was on cyclic tpn that ran only 14hrs/day total). Blood glucose checks to be continued every six hours.